Manufacturer narrative:
Follow up #1, date of submission 05/19/2014. The pump has been returned and evaluated by product analysis as follows: a no cartridge detected alarm event was observed in the black box. A no cartridge detected alarm occurred during the load step. The force sensor calibration reading was low. The pump was opened and removed from the case and the force sensor resistance reading was 32k ohm indicating the pump was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.